Event description:
It was reported that during a remote follow up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and found the cause of the bvvi mode was due to event queue overflow related reset. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.